Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and a visual inspection were performed. The f-66 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be a damaged sensor card. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-66 alarm (supply voltage of cpu circuitry is too high). No additional information is available.